Event description:
It was reported that during follow-up, it was found that the patient had an arrhythmia and complete atrioventricular block. Evaluation of the implantable cardioverter defibrillator (ICD) revealed loss of capture, unspecified oversensing on the right ventricular (rv) lead, and elevated pacing impedance on the right atrial (ra) lead. Programming adjustments were implemented to correct these issues, and the patient remained stable.